Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer does not recall any significant events leading to the error, but stated that the tubing was changed recently. Customer's blood glucose was 524 mg/dl at the time of incident. Troubleshooting was done for no delivery and found that the cannula was bent. The customer was advised that the device would be replaced and to return the set for analysis.